Event description:
It was reported that lead had perforated the pericardium. The patient has inflammation and swelling in the left chest. Increased threshold and low r-waves were observed. The lead was capped and the patient was stable after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.